Manufacturer narrative:
A ge representative evaluated the system and adjusted the input transformer to match the customer's power source. The system operates as intended.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.